Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation findings for imaging evaluation: code c19 - pre-implant cta images were provided for evaluation and revealed that the right common iliac artery appeared tortuous. The length from the left renal artery to the right internal iliac artery (riia) measured ~184 mm on centerline reconstruction. Coverage of the riia was unable to be confirmed with the provided image set. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement and occlusion of device or native vessel. Additionally, the IFU states that angiographic images are recommended pre-treatment to evaluate the length and tortuosity of abdominal aorta, iliac and common femoral arteries, and are recommended during the treatment procedure both pre and post-deployment to evaluate device placement and orientation. H.6. Investigation findings for analysis of production records: code c21 updated to code c19. H.6. Investigation findings for communication/interviews: code c19 updated to code c23. H.6. Investigation findings for imaging evaluation: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d1102.

Event description:
On (B)(6) 2024, the patient underwent endovascular treatment of an infrarenal abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the treatment plan included placement of an 18cm trunk-ipsilateral leg component. It was noted that an angiography run to verify lengths was not performed prior to device placement. After implantation of the trunk-ipsilateral leg component, it was observed that the device was too long and inadvertently covered the patient's right internal iliac artery. The right internal iliac artery was coiled and covered. The left internal iliac artery was preserved. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
D.10. Concomitant medical products and therapy dates: atorvastatin, aspirin, gabapentin, plavix, zetia, lasix, protonix, zestril, coreg. H.6. Type of investigation: code b15 - images were provided, and an imaging evaluation will be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.